Event description:
It was reported that during the placement of a laparoscopic adjustable band, the buckle on the band broke off. A new band was pulled and used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.